Manufacturer narrative:
D4; h4: info is unavailable; device was not returned for evaluation.

Event description:
The sales rep reports the band was placed. There were no complications at the time the band was implanted. Post op, the pt complained of fever. Surgeon did egd and discovered circumstances that indicated he should take the pt back to or. The surgeon found 30cc of pus surrounding the band. The surgeon was concerned about gastric leak, but found no gastric injury or leak. The band was explanted. The pt was put into ICU for monitoring with no other complications reported.